Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 16-jan-2018 with the following findings: corrosion was found inside the battery compartment. The battery compartment was cracked above the bumper pad. A leak test verified a leak in the battery compartment. The pump was opened to find no further evidence of moisture damage.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.